Event description:
During the initial implant procedure, an unspecified helix anomaly occurred on the atrial lead. The atrial lead was explanted and replaced to resolve the event. The patient was in stable condition.